Event description:
New information received notes the implantable cardiac monitor was replaced on 15 apr 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor presented with pocket erosion due to device migration. The patient said the device came out on its own on an unknown date. The patient was stable.